Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to have a loose grip cable at the proximal side from the clamping pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to a component failure.

Event description:
Refer to h11 for follow-up information.